Event description:
During preparation for a multiple coronary artery bypass graft surgery, the first heartstring seal cracked while loading the seal into the delivery tube. The second seal did not deploy out of the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hosp.